Event description:
It was reported that during an unspecified procedure, a filter detachment occurred. The lesion being treated was located in the saphenous vein graft (svg) to the left anterior descending (lad) artery. The 2.25 mm - 3.5 mm filterwire was deployed in a previously placed stent. The physician then felt that the filterwire was too small for the vessel and elected to retrieve it. Upon retrieval, the filterwire became stuck on the previously placed stent. Withdrawal resistance was encountered, force was applied and the filter broke off inside of the pt. The physician attempted to snare it, however, this was unsuccessful. To complete the procedure, balloon angioplasty was performed, with an unspecified device, to "crush" the filter against the vessel wall and an unspecified bare-metal stent was used to secure the filter. No further pt injury or complications have been reported. The pt's condition was reported as "stable". Add'l info has been requested.